Event description:
A cartridge alarm was reported by the customer, but it did not cause their blood glucose level to exceed 500 mg/dl. The customer agreed to continue using their current pump as backup therapy while tandem technical support resolved the issue by sending a replacement pump with updated software. The customer acknowledged the necessary actions, including returning the problematic pump and steps to follow upon receiving the new pump.